Event description:
It was reported that the battery gauge was fluctuating. In addition, the pump battery could not be charged. The customer's blood glucose was 220 mg/dl. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.